Event description:
It was reported that there was a lead impedance warning on the right ventricular (rv) lead due to high impedance. On interrogation a gradual increase in rv pacing impedance was observed over the past month and a half, as well as an increase in rv pacing threshold over the past month. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead fractured. The lead was capped and replaced.